Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to compromised force sensor system alarm. However, the device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system and insulin squirt out during manual prime. The customer's blood glucose level was 200 mg/dl. The insulin pump will be returned for the analysis.